Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted due to an infection in the pocket area. There were no complications and the patient was in good condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.